Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df- header wire(s) were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. Additionally, the dent in the device case was confirmed and felt to be a result of induced damage. Laboratory analysis did not confirm the clinical observation of high pacing impedance measurements and high threshold measurements.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this cardiac resynchronization therapy defibrillator (crt-d) implanted with another manufacturer's right atrial (ra) lead, exhibited increased threshold measurements and high out of range pacing impedance measurements. The local field representative contacted boston scientific technical services (ts) with advisory questions. Ts discussed device advisory status. An invasive procedure was performed two weeks later. The device header was observed to be loose upon removal from the pocket. Additional inspection revealed an indentation in the middle of the device casing. The device was successfully replaced. No adverse patient effects were reported.